Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the implant fractured. The implant was subsequently extracted.

Event description:
It was reported that the implant got fractured while the doctor started the procedure taking off the screw. There was no problem detected with the screw.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvwb10) was returned for investigation. Visual inspection of the returned product identified bone residue surrounding the external threads and the body of the implant. The neck and collar of the implant were damaged and found to be fractured. As a consequence of the fracture, accurate measurement analysis and functional testing could not be conducted. The implant was located at dental position #19 and was implanted for approximately 9 years. The patient was also reported to be a smoker with unknown density bone. No x-rays were provided for the reported events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant got fractured while the doctor started the procedure taking off the screw. The reported complaint was confirmed as the implant was fractured at the collar and neck. However, the reported event of infection could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. A definitive root cause for this complaint could not be determined.